Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display an image and all the lights on the control panel were turned on. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the failure no image display was confirmed and all the lights on the control panel were turn on was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: printed circuit board failure and disconnection. Based on the results of the investigation, and because the malfunction all the lights on the control panel were turn on was not reproduced, a root cause could not be identified. In regard to no image display, it is likely the following led to the malfunction: printed circuit board failure and disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.